Event description:
Technician alleged that the head section would not lower all the way down.

Manufacturer narrative:
Technician found that the left gas spring was leaking fluid. He replaced the left gas springs and the head section functioned properly. He found this stretcher out of service in the basement and there were no alleged injuries. Due to no death or injury being reported, a field investigation will not be performed.